Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 459 mg/dl. The customer stated that she had high blood glucose readings this past saturday and the sensor glucose threw her into threshold suspend. The customer stated that she took out the cannula and it was bent. The customer stated that she inserted a new sensor and received a cal error. The customer was advised to check the connection bridge and pins for damage. The customer was advised to monitor the pump.